Event description:
It was reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that intermittent ongoing occlusions alarms occurred. On (B)(6) 2026 tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer will continue to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer¿s blood glucose level.